Event description:
During the procedure there was noted to be a burn of the right lower lip and on examing the bayonette coagulator there was a peeling off of the coating noted ont he inferior portion of the bayonet forceps, not within visible site on looking laterally and medially. Plastic surgeon saw patient and will followdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: insulation degradation/deterioration, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.